Event description:
It was reported that on 23 november 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient already had a pre- existing mitral valve replacement. The annular dimensions of the native aortic valve were annulus diameter was 22.1mm, ascending aorta was 39.9mm, left ventricular outflow tract obstruction (lvot) was 23.4mm, and area was 369.5mm^2. During procedure, the valve was positioned at 2mm, but the other implanter felt the position was too high. The valve was repositioned to 0mm and was fully released. The valve was not fully expanded, and after couple of heartbeats, it was noted that the valve was migrated into the ascending aorta. The valve was snared into the upper ascending aorta. A new 25mm navitor valve was loaded as per instructions for use (IFU) and successfully implanted. There was a moderate perivalvular leak noted after the implant. After the post dilatation of the 2nd valve, patient was transferred to the ward without any clinical impact. The trace of perivalvular leak was remained. The patient remained stable throughout the procedure. The patent was reported stable.

Manufacturer narrative:
An event of paravalvular leak after implant was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions (except for ascending aorta diameter, which is slightly larger than suggested for the valve). No information on implant depth or deployment difficulties was received for this valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 23 november 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient already had a pre- existing mitral valve replacement. The annular dimensions of the native valve were left coronary artery (lca) height 11.9mm, right coronary artery (rca) was not measured, annulus diameter was 22.1mm, ascending aorta was 39.9mm, left ventricular outflow tract obstruction (lvot) was 23.4mm and area was 369,5mm2. During procedure, one implanter released the valve at 2mm, but the other implanter felt the position was too high and expressed the concern. After release the valve at 0mm and not fully expanded, after couple of heartbeats, it was noted that the valve was migrated in the ascending aorta. The new 25mm valve was loaded as per instructions for use (IFU) and after snaring the migrated 25 mm in the upper ascending aorta. The second 25mm valve was successfully implanted. There was a moderate leak noted after the implant. After the post dilatation of the 2nd valve patient was transferred to the ward without any clinical impact. The trace of perivalvular leak was remained. The patient remained throughout the procedure. The patent was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.